Manufacturer narrative:
Customer reported that a pyxis anesthesia es system unexpectedly initiated a system update during a procedure. Customer did not disclose the nature of the procedure. There was no reported delay. Patient or user harm was not reported. This event is recorded on complaint number (B)(4). A technical support specialist remotely evaluated the device. The reported issue could not be replicated. The technical support specialist attempted to obtain more details from customer. Customer did not respond to contact attempts. A supplemental report will be submitted if more details become available at a later date.

Event description:
Customer reported that a pyxis anesthesia es system unexpectedly initiated a system update during a procedure. Customer did not disclose the nature of the procedure. There was no reported delay. Patient or user harm was not reported.

Manufacturer narrative:
"This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. Corrections and or additional information has been added to the following sections: a1, d1, d4, d5, h6, h11. A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from 30-sep-2020 to 30- sep-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the pyxis anesthesia es system unexpectedly initiated system update during a procedure. The technical support specialist made multiple attempts to contact the customer to address the issue or if additional support was needed and received no response. The case was closed after multiple attempts with no response.

Event description:
Customer reported that a pyxis anesthesia es system unexpectedly initiated a system update during a procedure. Customer did not disclose the nature of the procedure. There was no reported delay. Patient or user harm was not reported.